Event description:
It was reported that during surgery the patient experienced episodes of apnea and would stop breathing for about 30 seconds every 4-5 minutes and the anesthesiologist alleged this to be due to the vns stimulation. The patient's device was checked and all values were within normal limits. The magnet was placed over the device to inhibit stimulation and then removed. The patient did have apnea upon removing the magnet within 30 seconds to a minute. The patient has been referred for a sleep study. Per the surgeon the apnea was assessed to be related to vns stimulation and it was noted that the patient's settings are very high. Additional information was received noting that the patient is being referred to a sleep specialist to evaluate for apneas and they are planning to decrease/stop the overnight stimulation delivery. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.